Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances on the leads. The patient was happy with the stimulation post operatively. Explanted device will not return due to facility policy and electrocautery was used during the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 18355011.